Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility the subject device tested positive for unspecified microbes. The user stated that the subject device was heavily contaminated and the subject device had been reprocessed several times. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. The occurrence date of the event is unknown. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time]. The instrument channel : ps.oleovorans (7cfu/10ml). The suction channel : ps.oleovorans (30cfu/10ml). [Second time]. The instrument channel : ps.oleovorans (15cfu/10ml). The suction channel : ps.oleovorans (70cfu/10ml). [Third time]. The instrument channel : ps.oleovorans (19cfu/10ml). The suction channel : ps.oleovorans (74cfu/10ml). The device had been reprocessed with olympus automated endoscope reprocessor, etd3 (not available in the USA), using glutaraldehyde. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Oekg sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the subject device tested positive for followings. [First time]. The instrument channel : unspecified microbes. The air/water channel : unspecified microbes. [Second time]. No microbes. Oekg checked the subject device and found followings. - the glue of the bending rubber was chipped and leakage. - there was leakage from the endoscope connector. - the light guide lens was cracked. - the ultrasonic transducer was partially peeled off. - the insertion tube slightly scratched and porous. - the control section and the outer of the scope were wear and tear. - the remote switch 1 rubber 1 was scratched and pierced. - the universal cord was kinked. - the angulation had play. - the 10 broken sound wires, 7 side by side, shadow visible. - the ccd was chipped and the rgb dot on the image. - there was slightly foggy on the image. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is unlikely that the culture test tested positive due to a failure of the subject device. After reprocessing the subject device according to instructions for use (IFU), a sample was taken from all the channels. As a result, culture test of the sample tested negative. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.